Manufacturer narrative:
It was reported that "wheelchair wheel locks are not locking. While the wheel locks are engaged the left wheel will slightly move, but the right wheel moves freely". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Customer stated that "wheelchair wheel locks are not locking. While the wheel locks are engaged the left wheel will slightly move, but the right wheel moves freely".